Event description:
It was reported that during prior to use inspection and testing, the endobronchial tube cuff failed to completely inflate. The tube was not bent, and it was tested without the stylet, with the same result. Additionally, it was observed an asymmetric inflation of the cuff. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The sample associated to this report was received and the reported customer fault could not be confirmed as device/manufacturing related defect. The reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. Information has been added to the database and complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).